Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent loss of capture (loc) due to microdislodgement. The lead had stuck at the vein access site. The physician had difficulty extracting the lead and the insulation broke. However, the physician was able to remove the lead was completely. A new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the complete lead was thoroughly inspected and analyzed. The conductor coils were noted to be stretched 431-597 millimeters (mm) from the terminal pin. The anode electrode was crushed and cuts in the insulation were noted at 363-368 mm due to the removal of the suture sleeve. Visual inspection was able to confirm clinical observation of removal difficulty. Detailed testing was not performed.the remaining clinical observations were not able to be confirmed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--